Event description:
A hemodialysis inpatient user facility reported during treatment a blood leak occurred from the header of the dialyzer. The leak was visually observed. The machine did not alarm. Test strips were not used to confirm the leak. Estimated blood loss was 3cc from the dialyzer. The patient had no adverse effects and no medical intervention was required. The patient did not complete treatment. The patient's blood was rinsed back after treatment was discontinued.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material and process controls were within specification.